Manufacturer narrative:
Concomitant medical products: 97791 adaptor, implanted: (B)(6) 2015, 37714 ipg, implanted: (B)(6) 2015, 39286-65 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "anxious" about the implantable pulse generator (ipg) and expressed urgency for the need to have it checked. The ipg remains in use. No patient complications have been reported as a result of this event.